Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an arterial occlusion in the eye with pain. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced an arterial occlusion in the eye. The patient also reported feeling pain in the eye while at home. No medical interventions were noted. The current condition of the patient is unknown. The device is expected to be returned for analysis.